Event description:
Surgeon was using drill bit when it ceased operating. The drill bit broke. He was putting a lot of pressure on the bit. He loaded another drill bit and finished the case. No adverse effects reported.

Manufacturer narrative:
Na